Manufacturer narrative:
Concomitant medical products: dtba1d1, crt-d, implanted (B)(6) 2014.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting elevated capture thresholds. The lead remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.